Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii - 2-piece syringe experienced leakage. The following information was provided by the initial reporter: leakage is observed from discardit 10ml.

Event description:
It was reported that the bd discardit¿ ii - 2-piece syringe experienced leakage. The following information was provided by the initial reporter: leakage is observed from discardit 10ml.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301001 and lot number 2208503. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) video sample was provided for evaluation by our quality engineer team. Through examination of the video, leakage was observed; however, based on the video alone, an exact cause could not be determined for the leakage.